Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that since they had their hip replaced in 2013 the implantable neurostimulator (ins) had not worked well and was not doing any good any more. The therapy was not working as expected. The patient wanted to see a doctor to get their device checked and see if they could get it working again to help the patient. The patient had been keeping their ins charged. The patient was indicated for chronic low back pain and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.